Event description:
Reportedly, during pt use, a "no communication" error occurred. The pt was manually ventilated and switched to another ventilator. There were no adverse pt effects reported.

Manufacturer narrative:
Though requested, pt info was not provided.